Manufacturer narrative:
The device was reported as returning for investigation. The investigation will be completed once the device has been returned.

Event description:
A clinical incident involving a tristar 50 arthrowand was reported to arthrocare corporation. During a right knee arthroscopy procedure (meniscus removal), the tip of the wand was reported to have detached and remained in the patient. After the procedure, an x-ray was taken to locate the electrode pieces in the patient's knee. No fragment was found in the x-ray. It was reported the fragments may still remain in the patient. There is no plan to reoperate and no reported complications or patient injury.